Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while bowing the device and applying energy, one end of the cutting wire disconnected from the catheter but remained connected on the other end. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. ***additional information received on november 27, 2024*** it was reported that the cutting wire was intact, but the wire anchor dislodged from the catheter.

Manufacturer narrative:
Block b5 (describe event or problem) and block h6 (device code) have been updated. Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while bowing the device and applying energy, one end of the cutting wire disconnected from the catheter but remained connected on the other end. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event.